Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sleeve gastrectomy, when the surgeon was about to use the device to do gastric stapling, the first reload was placed in the stapler but it didn't fire. Surgeon removed and placed it again but it wasn't able to fire again. Surgeon used a second reload but it did not fire again. Surgeon used another reload to resolve the issue. No patient injury.